Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the dilator during aspiration there was air within the steerable guide catheter (sgc). The sgc was removed from the patient and the procedure was discontinued without implanting any clips. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.